Event description:
The report received indicated that two days after the implant of a palmaz stent, the stent, was found compressed in patient. The patient underwent a procedure to treat a thoracic aneurysm at the distal end of a coarctation using the gore tag thoracic endoprosthesis. Three devices were used a 26mm x 10cm (tg2610), a 34mm x 10cm (tg3410), and a 37mm x 10cm (tg3710). A follow up visit, completed at a different institution than original implantation, noted invagination of the proximal device and a resulting endoleak. Two months after the endoprosthesis were placed, the patient underwent a procedure where a palmaz stent was deployed at the proximal end of the proximal device to treat the endoleak and the invagination. During the following 48 hours, it was noticed that the patient's urinary output had diminished and upon investigation, it was seen that the most proximal device had again collapsed proximally and blood flow was compromised. Two days after the palmaz stent implant, an additional palmaz stent was positioned proximally to the previous palmaz. Placement was done to the level of the left subclavian artery. Part of this stent lies outside the covered portion of the gore tag device. Blood flow was re-established distally, and urine output appeared to be good. Patient status was reported as stable. Please note that the manufacturers of the gore tag thoracic endoprosthesis, w.l. Gore & associates, made this event aware to us recently. However, w.l. Gore & associates has already reported the event to the FDA as an MDR in 9/2005, this product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.